Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate, the device experienced clotting. This event occurred three times. The following information was provided by the initial reporter. The customer stated: patient sample clotted in tube upon blood draw. This might be patient oriented, but the problem ceased when they change. Regular pk/pt blood draw. Sample was gathered and prepared as usual according to protocol. After manual reversed mixing placed on mixing table the blood formed major clot. They changed the lot nr last time this happened and they had no issues after that. Now a new lot no has the same problem.

Manufacturer narrative:
H6: investigation summary bd received 360 unopened customer returns for investigation(from another customer). The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. In addition, bd initially received 20 samples from this customer that were analyzed for clotting clinically along with retention samples. Unopened customer return testing 30 returned samples were analysed for citrate content; all were found to be within specification. Retention samples tested clinically: analytical testing and visual inspection of the retained and control tubes was satisfactory. The defect was not evident in the testing of the retained lot samples. Visual evaluations of both retain and control samples for clotting demonstrated clinically acceptable performance. Customer returned samples tested clinically: all tubes filled as expected and visual inspection found no haemolysis. Analytical testing and visual inspection of the tubes returned by the customer found clotting occurred in 3 of the 4 tubes tested. Clotting was not observed in any of the retain(same lot #) or control tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint can be confirmed for clotting based on the return samples tested clinically. Bd was not able to identify a root cause for the indicated failure mode. A complaint history review did not indicate a confirmed trend. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate, the device experienced clotting. This event occurred three times. The following information was provided by the initial reporter. The customer stated: patient sample clotted in tube upon blood draw. This might be patient oriented, but the problem ceased when they change. Regular pk/pt blood draw. Sample was gathered and prepared as usual according to protocol. After manual reversed mixing placed on mixing table the blood formed major clot. They changed the lot nr last time this happened and they had no issues after that. Now a new lot no has the same problem.